Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's medical history included vaginal delivery, premature delivery and cesarean section. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included dysuria, constipation, abdominal pain, pain in joint, endometrioma and ovarian cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (motrin children), medroxyprogesterone acetate (depo provera), nsaid's and paracetamol (acetaminophen). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced mood swings ("mood swings") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysuria ("dysuria"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge. On 22-(B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced alopecia ("alopecia"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), back pain ("low back pain") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have weight increased ("weight gain"). The patient was treated with underwent treatment due to complications from the essure device.. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, alopecia, weight increased, abdominal pain lower, fatigue, menstrual disorder, bacterial vaginosis, dysmenorrhoea, depression, anxiety, dysuria, abdominal pain, dyspareunia, mood swings, migraine, headache, weight decreased, nausea, back pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: 1 coil sticking out of the right tube, 2 coils sticking out of the left tube. Discrepant information regarding action taken with essure. Patient reports that pelvic pain had decreased after essure removal but also reports that did not have essure removed and is planning for the removal. Current weight: 120.9 lbs. Diagnostic results: approximate weight at time of essure placement: 155 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, vaginal bleeding, most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received, plaintiff's postal code updated, event added- infection (bladder/urinary tract/vaginal) type: vaginal. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's past medical history included vaginal delivery, premature delivery and cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysuria, constipation, abdominal pain, pain in joint, endometrioma and ovarian cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2009, the patient experienced mood swings ("mood swings") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysuria ("dysuria"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced alopecia ("alopecia"), weight increased ("weight gain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and back pain ("low back pain"). At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, alopecia, weight increased, abdominal pain lower, fatigue, menstrual disorder, bacterial vaginosis, dysmenorrhoea, depression, anxiety, dysuria, abdominal pain, dyspareunia, mood swings, migraine, headache, weight decreased, nausea and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 1 coil sticking out of the right tube, 2 coils sticking out of the left tube. Discrepant information regarding action taken with essure. Patient reports that pelvic pain had decreased after essure removal but also reports that did not have essure removed and is planning for the removal. Current weight: 120.9 lbs. Diagnostic results: approximate weight at time of essure placement: 155 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received: new events dyspareunia, mood swings, migraines, headaches, nausea, vaginal discharge, weight loss, low back pain were added. Event infection replaced with vaginal infection. Historical medication and concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's past medical history included vaginal delivery, premature delivery and cesarean section. Concurrent conditions included dysuria, constipation, abdominal pain and pain in joint. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and dysuria ("dysuria"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced alopecia ("alopecia"), weight increased ("weight gain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), infection ("infections") and menstrual disorder ("menstruation issues"). At the time of the report, the pelvic pain was resolving and the alopecia, weight increased, abdominal pain lower, fatigue, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhoea, depression, anxiety, dysuria and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dysuria, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 coil sticking out of the right tube, 2 coils sticking out of the left tube. Discrepant information regarding action taken with essure. Patient reports that pelvic pain had decreased after essure removal but also reports that did not have essure removed and is planning for the removal. Diagnostic results: approximate weight at time of essure placement: 155 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, vaginal bleeding, most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Added patient¿s height. Added events dysmenorrhoea, depression, anxiety, dysuria, abdominal pain. Updated onset date for pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's medical history included vaginal delivery, premature delivery, cesarean section, constipation, nausea, left lower quadrant pain, bacterial vaginosis, dysuria and vaginal bleeding. Previously administered products included for an unreported indication: miralax, tramadol, mirena, nuvaring and flagyl f. Concurrent conditions included dysuria, constipation, abdominal pain, pain in joint, endometrioma and ovarian cyst. Concomitant products included ibuprofen (motrin children), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced mood swings ("mood swings") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysuria ("dysuria"). On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced alopecia ("alopecia"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), back pain ("low back pain") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have weight increased ("weight gain"). The patient was treated with underwent treatment due to complications from the essure device. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, heavy menstrual bleeding, alopecia, weight increased, abdominal pain lower, fatigue, menstrual disorder, bacterial vaginosis, dysmenorrhoea, depression, anxiety, dysuria, abdominal pain, dyspareunia, mood swings, migraine, headache, weight decreased, nausea, back pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: 1 coil sticking out of the right tube, 2 coils sticking out of the left tube. Discrepant information regarding action taken with essure. Patient reports that pelvic pain had decreased after essure removal but also reports that did not have essure removed and is planning for the removal. Current weight: 120.9 lbs. Patient received treatment for pain bladder/urinary problem and bleeding. Diagnostic results: approximate weight at time of essure placement: 155 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: medical history, patient's aka name, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's medical history included vaginal delivery, premature delivery, cesarean section, constipation, nausea, left lower quadrant pain, bacterial vaginosis, dysuria and vaginal bleeding. Previously administered products included for an unreported indication: miralax, tramadol, mirena, nuvaring and flagyl f. Concurrent conditions included dysuria, constipation, abdominal pain, pain in joint, endometrioma and ovarian cyst. Concomitant products included ibuprofen (motrin children), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced mood swings ("mood swings") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysuria ("dysuria"). On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced alopecia ("alopecia"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), back pain ("low back pain") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have weight increased ("weight gain"). The patient was treated with underwent treatment due to complications from the essure device.. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, heavy menstrual bleeding, alopecia, weight increased, abdominal pain lower, fatigue, menstrual disorder, bacterial vaginosis, dysmenorrhoea, depression, anxiety, dysuria, abdominal pain, dyspareunia, mood swings, migraine, headache, weight decreased, nausea, back pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: 1 coil sticking out of the right tube, 2 coils sticking out of the left tube. Discrepant information regarding action taken with essure. Patient reports that pelvic pain had decreased after essure removal but also reports that did not have essure removed and is planning for the removal. Current weight: 120.9 lbs. Patient received treatment for pain bladder/urinary problem and bleeding. Diagnostic results: approximate weight at time of essure placement: 155 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain and vaginal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's past medical history included vaginal delivery, premature delivery and cesarean section. Concurrent conditions included dysuria, constipation, abdominal pain and pain in joint. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced alopecia ("alopecia"), weight increased ("weight gain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), infection ("infections") and menstrual disorder ("menstruation issues"). At the time of the report, the pelvic pain was resolving and the alopecia, weight increased, abdominal pain lower, fatigue, infection, menstrual disorder, vaginal haemorrhage, menorrhagia and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 coil sticking out of the right tube, 2 coils sticking out of the left tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, vaginal bleeding, most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis were added, patient's medical history was updated. Patient did not perform essure confirmation test was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), weight increased ("weight gain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), infection ("infections") and menstrual disorder ("menstruation issues"). At the time of the report, the pelvic pain, alopecia, weight increased, abdominal pain lower, fatigue, infection and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, infection, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.